Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that a foreign object came out of the suction channel. Due to this clog, water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope had a reduced angulation. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that a foreign object came out of the suction channel, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.